Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: fear of alcl.

Event description:
Patient representative reported that the patient "underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, chronic swelling and inflammation, physical pain, keloids and hypertrophic scarring, lymphedema, and asymmetry of areolas and disfigurement. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and ptsd, anxiety and depression, as well as loss of quality of life; and other physical and emotional manifestations that are severe and ongoing. Patient has not been diagnosed with alcl". This record is for the left side. The device has been explanted,